Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was returned kinked in numerous locations. The main coil was seen to be fractured and not returned. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction could not be confirmed; however, the analysis results are consistent with the reported event. The reported main coil stretched could not be confirmed as it was not returned. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported resistance increased when the subject coil reached the distal end of the microcatheter. The physician then withdrew the coil and found that it had become stretched. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. During analysis, the coil delivery wire was returned kinked at numerous locations. The main coil was seen to be fractured. An assignable cause of handling damage will be assigned to as analyzed coil delivery wire kinked/bent as this complaint appears to be associated with handling of the product or portion of the product during the procedure / upon removal of the product from the packaging / preparation of the product prior to use. An assignable cause of procedural factors will be assigned to as reported coil in catheter friction as well as analyzed main coil broken/fractured during use as complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed will be assigned to as reported main coil stretched as the main coil wasn't returned and issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
The subject coil was returned for analysis and the device investigation revealed that the subject coil broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.